Event description:
A (B)(6) female pt contacted zoll customer support to report that the lights on the charger will go on and off. The pt received a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (display lights do not work) has been confirmed. As received, the charger would not charge. The cause of the inability to charge on is a defective power unit. The cause of the defective power unit is disconnected pins in the connector. The root cause for the disconnected pins cannot be positively identified but is likely a result of excessive force. In addition, there was contamination on the pca board inside the charger, likely contributing to the inability to charge. The root cause of the contamination cannot be positively identified but is likely liquid ingress. No adverse event resulted from the defective charger. The pt received a replacement battery charger.